Event description:
Procedure was at the end of october of 1998. During the course of the tvt procedure, the iliac vein was injured. A vascular surgeon was required to repair the vessel. Two surgical procedures were required to obtain hemostasis; the pt was hospitalized for two months.